Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1km3t, product type: lead; product ID: 3387s-40, lot# va1km3t, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the low impedances were assumed to be because of the torque angle pulling on the draining lead potentially fracturing it. The cause of the lead screw being torqued at an angle was also unknown. It possibly happened at implant. It is known to happen that the screws could bend if not held securely when tightening. The surgery to replace the lead was scheduled for (B)(6) 2019. The issue was not resolved. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1km3t, product type: lead; product ID: 3387s-40, lot# va1km3t, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a return of cluster headaches which was an indication for which the patient was implanted. Exploratory surgery was done by checking the twist lock screening cable and a low impedance was detected on contact 9. It also appeared that the screw proximal to the cranial lead was torqued and on an angle. Surgery was booked in a few weeks to replace the cranial lead. The issue wasn't resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va1khca, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-09 11:21:56 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# va1khca, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3387s-40, lot# va1khca, implanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va1km3t, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the lead was cut and destroyed by the hospital. This was confirmed by the physician. They then reported that the extension was torqued on one of the screws and appears to have damaged the cranial lead that was just inserted during replacement. Upon replacing the extension when the pocket was opened and the ins was pulled out it was noted fluid was inside the header block. Because sterility was potentially compromised the ins was changed as well. It was decided by the surgeon to use the existing extension. Intra-op impedances were within normal range post-operatively.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1km3t, product type: lead; product ID: 3387s-40, lot# va1km3t, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s old devices were forwarded to registration and verified by the hcp that there was no new implant and just an exploration was done. The device still functioned but it looked like one of the leads cracked, as well as issues with impedances. Nothing was explanted or replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated it was their opinion that the extension was at fault. The new cranial lead that was damaged was replaced.